Event description:
Patient underwent microfracture and debridement chondroplasty in 2006; poor outcome. Second surgery was done in 2007 with (2) 7mm x 15mm trufit plugs; poor outcome. Underwent revision, debridement, evacuation and revision resurfacing with autograft oats.